Event description:
Having trouble getting a cuff blood pressure on a critical baby on an oscillator. Changed out the blood pressure cable and cuff to troubleshoot without any positive results. Having trouble getting a cuff blood pressure on this patient. Changed out the cable and the cuff. No patient harm.